Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a partial lead was returned in one piece. Visual examination found an external insulation abrasion breaching the optim sheath at the proximal region of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.